Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: age of patient: (B)(6) 1966. Update rec'd 1/4/2016 - litigation papers received. Dob updated. This complaint was updated on: 1/15/2016. Depuy still considers this complaint closed.

Event description:
Update rec'd 1/4/2016-litigation papers received. Dob updated. This complaint was updated on: 1/15/2016.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/29/16-medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The complaint was updated on:2/16/2016

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to unknown reasons. Update rec'd 12/31/15- litigation alleges the patient suffers from pain, suffering, and elevated ion levels. There is some confusion with the previous der received as far a what products were removed and implanted during the dor. At this time we will report an unknown asr cup, femoral implant, taper sleeve, and stem. No labs were provided for the alleged high metal ions. The srom head and sleeve previously placed on the complaint are being changed to unknown asr femoral implant and taper sleeve. This complaint was updated on: 1/15/2016. Update rec'd 1/4/2016-litigation papers received. Dob updated. This complaint was updated on: 1/15/2016.